Event description:
Patient was hospitalized for hyperglycemia. Patient was reluctant share information regarding the events. Patient believed there was a device failure. Device not returned for evaluation.